Event description:
Device was implanted in 2011 with no grommets. In 2013, the pt returned describing pain around the implant. Pt had good range of motion and showed only a small amount of bone growth. Surgeon went in to clean up bone around implant and noticed that the central hinge appears to have cracked. Device was removed and replaced with the same sized implant. Pt does not have any other health issues and there were no infections or silicone noted in the synovium. Pt is currently doing well.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.